Event description:
Pt's daughter-in-law, (B)(6), called in and stated that pt, (B)(6), tested with a prodigy meter on (B)(6) 2013 and received a "normal" reading of 152 mg/dl. It was also sated that (B)(6) wasn't feeling well and almost unable to speak and walk. An ambulance was called and their test result was 45 mg/dl. The time between prodigy's test and the paramedic's was said to be 10 minutes. Pt was transported to the emergency room and released 2 hours later. Treatment, test results and discharge information was requested by prodigy but was not known by pt and caller.